Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering mechanisms of the catheter and found them to function properly. Then, the lumen of the catheter was tested for leaks, the lumen was uncompromised, and the device passed leak testing. They then tested the irrigation flow of the catheter and found that all six irrigation ports allowed free flow and the rate of flow was within device specifications. Finally, the catheter was electrically examined and no shorts or opens were found. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, the infusion plug failed to maintain continuous water outflow. The procedure was completed with the original device without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, the infusion plug failed to maintain continuous water outflow. The procedure was completed with the original device without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.